Event description:
Customer called stated that while trying to prime her set she noticed that the front plunger arm was very loose and she was unable to prime. During troubleshooting without syringe, the device did alarm for no delivery. But customer was able to move driver block while in the process of running a leadscrew test.